Manufacturer narrative:
The device will not be returned for eval; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant info from that review, a supplemental medwatch will be filed.

Event description:
Same case as #2134265-2009-01396. It was reported, by a pt, that post a coronary drug eluting stenting treatment procedure, a "sensitivity" occurred. Two taxus liberte' drug eluting stents were implanted in 2009. As reported by the pt, "I have had an extreme reaction to plavix, then switched to ic ticlopidine with some less extreme reaction, also tried a natural product natto-k with again a reaction. What at this time can I do, or are there other medications to take? I believe that I am sensitive to the medication on the 2 stents I received in the same month. Right now I am taking the ic ticlopidine with benadryl." Multiple attempts to contact the pt have been unsuccessful and physician info was not provided.